Event description:
During the surgery, all 3 of them broke. The anchors were removed from the pt, and it is not known how the sites were prepared. The surgeon ended up using three more bioraptors and completed the case.

Manufacturer narrative:
The device has not been returned for evaluation by the customer. (B) (4)